Event description:
A baxter service technician reported finding a colleague infusion pump with inoperable stop key. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. The uim master software version is colleague 2006. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of "stop button inoperative on the pump head module (phm) keypad" was found during product evaluation. Inspection of the device revealed the condition was caused by rust on the flex ribbon cable. To correct this condition, the phm keypad was replaced. The pump was retested and returned to the customer within specification. This issue is currently being investigated.